Manufacturer narrative:
The device lot number was not provided; therefore, a device history record and non-conformances search could not be performed. The device remains implanted in the patient. The event as described cannot be confirmed.

Event description:
As reported through the article titled, "retreatment strategies in aneurysm woven endobridge recurrences: a case series", a patient with migraine headaches had an incidental finding of an 8x8mm anterior communicating aneurysm. Cerebral angiography confirmed the finding, and a web device 8x4 was placed. Six-month and 1-year follow-up angiograms showed a stable 90% occlusion of the aneurysm with a small neck remnant. However, a following 5-year follow-up angiogram showed a 30% recurrence of the aneurysm. The patient refused clip ligation and thus received a y stent-assisted coil embolization, which immediately resulted in 90% occlusion of the aneurysm. A subsequent 6-month follow-up angiogram showed a 100% occlusion of the aneurysm. The period of time reported for the cases and follow-up were 2015 through january 2021. Re-treatment immediately resulted in 90% occlusion of the aneurysm. A subsequent 6-month follow-up angiogram showed a 100% occlusion of the aneurysm.